Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp unit and was able to confirm the iabp unit had generated an electrical test fails # 53. The stm was unable to calibrate shuttle transducer. To fix the issue, the fse replaced and calibrated the shuttle transducer and performed all functional and safety checks to meet factory specifications. The stm cycled the iabp unit overnight on a test simulator and iabp catheter before returning to service. The iabp was operational and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had generated an electrical test fails code #53. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.